Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition and valve regurgitation (paravalvular leak) requiring intervention are potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The patient screening manual and the procedure did aortic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the too aortic and canted position of the valve, and subsequent pvl, was caused by the patient¿s severely calcified and bulky annulus. . The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the sapien xt valve was deployed too aortic and canted, which resulted in moderate paravalvular leak (pvl). The deployment of a second valve was required. Initially the sapien xt was positioned 50:50, but the valve appeared canted. Multiple attempts to correct the orientation of the valve were made but were unsuccessful. The physician elected to move forward with deployment of the valve. During deployment the valve migrated 1 mm aortic and due to the canted nature of the valve, landed 90:10 aortic on the left coronary cusp. Moderate pvl was seen on echo. A post dilatation with an additional 1cc in the delivery system was performed. The pvl remained unchanged and the decision was made to place a second valve. As the valve was being prepped, what appeared to be a hematoma was observed forming in the right atrium at the level of the superior vena cava. The physician proceeded with deployment of the second valve in order to correct the moderate pv leak. The second valve was deployed 60:40 a/v in relation to the inflow side of the first valve, which reduced the pvl to mild - moderate. The delivery system was removed and the access site closed. The right atrium hematoma stabilized and did not continue to grow following administration of protamine. The patient was discharged to the ICU in stable condition with the plan to keep her intubated and sedated over night, then evaluate with tte later that evening. Pod2 the patient was extubated and reported to be doing fine the native aortic annular diameter measured 18mmx24mm by CT, with an area of 371mm². The aortic annulus and leaflets were severely calcified and there was severe mitral annular calcification (mac). Both the image intensifier angle and the coaxial alignment of the valve and delivery system were described as good. Ventilation was held and there was no loss of pacing capture during deployment. The valve malposition and subsequent pvl was attributed to the patient¿s severely calcified and bulky annulus.